Manufacturer narrative:
(B)(4).

Event description:
It was reported that a resolute integrity drug-eluting stent was being used to treat a 99% stenosed lesion in the cx. The lesion was severely calcified and severely tortuous. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. No resistance was encountered when advancing the device. Two wires and a guideliner were being used for support. It is reported that stent became deformed in vivo during positioning. Another resolute integrity was used to treat the lesion. There was no patient injury reported.